Event description:
It was reported that catheter adaptor did not secure and becomes loose after injection with a bd insyte-w¿ IV catheter. The following information was provided by the initial reporter, translated from chinese to english: it was found catheter adaptor wasn't firmly connected with needle adaptor, easy to loose. Needle was easily through catheter after reconnect. Sometimes needle easily to loose after puncture.

Manufacturer narrative:
Investigation: a device history record review was performed and showed no non-conformance's associated with this issue during the production of this batch. Since no samples or photos displaying the condition reported are available for examination, we were unable to fully investigate this incident.

Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that catheter adaptor did not secure and becomes loose after injection with a bd insyte-w¿ IV catheter. The following information was provided by the initial reporter, translated from (B)(6) to english: it was found catheter adaptor wasn't firmly connected with needle adaptor, easy to loose. Needle was easily through catheter after reconnect. Sometimes needle easily to loose after puncture.